Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2025. The customer performed confirmatory pcr testing (platform unknown) and an antigen test (unknown brand) on (B)(6) 2025, which generated a negative result. There was no impact on the patient or their treatment. No additional information was reported.

Manufacturer narrative:
G4: this report is being filed on an international product, list number 192- 000j, that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc., on retained kit lot 000m912680 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j lot 000m912680, test base part number 192-430/lot 000m912680. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000m912680 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to sample interference.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2025. The customer performed confirmatory pcr testing (platform unknown) and an antigen test (unknown brand) on (B)(6) 2025, which generated a negative result. There was no impact on the patient or their treatment. No additional information was reported.

Manufacturer narrative:
G4: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.